Event description:
It was reported that the patient had a possible inflammatory mass. The pump was delivering dilaudid, bupivacaine, and baclofen. It was later reported that the patient had a loss of pain relief. The patient had increased pain with bolus activation; a questionable inflammatory mass was ruled out during the catheter revision. The catheter was surgically repositioned ¿one segment down¿ and a new splice connector was added. There were no signs of an inflammatory mass during the surgical procedure. The etiology of the event was noted to be "unknown"; the event was not related to the device, therapy, or implant procedure. The severity of the event was noted to be ¿severe¿. The outcome of the event was noted to be an ¿ongoing event¿.

Event description:
Additional information received reported the pain was controlled after a change in medication in the pump.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013 (B)(6). (B)(4).